Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 6055949. Medical device expiration date: unknown. Device manufacture date: medical device lot #: 6089518. Medical device expiration date: unknown. Device manufacture date: results: one sample was returned for evaluation and revealed epoxy on the shaft. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers 6055949 and 6089518. See review below. DHR review: batch 6055949 had 41 visual inspections performed on (B)(4) parts with zero defects or issues noted. Batch 6089518 had 42 visual inspections performed on (B)(4) parts with zero defects or issues noted. Conclusion: to address this issue, the following revisions were implemented: re-trained operators in regards to inspecting for epoxy drip-overs and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Conclusion: (B)(4).

Event description:
It was reported by a consumer that a 18 g x 1.5 in. Bd precisionglide¿ needle was found to have glue like substance stuck to it. There was no report of injury or medical intervention.